Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft allegedly failed to deploy. It was further reported that the delivery system allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent grafts that are cleared in the us. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: as no physical sample or images were provided for evaluation the reported issue could not be reproduced. Therefore, the complaint will be closed with inconclusive result. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors for the reported failure to deploy. The IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding difficult anatomy the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy."

Event description:
It was reported that the vascular stent graft allegedly failed to deploy. It was further reported that the delivery system allegedly fractured. There was no reported patient injury.

Event description:
It was reported that the vascular stent graft allegedly failed to deploy. It was further reported that the delivery system allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: based on the evaluation of the returned sample, the reported impossibility to deploy the stent graft was confirmed. The stent graft was found partially deployed and the outer sheath of the delivery system was found elongated and fractured, which indicated that increased friction was encountered during deployment attempt leading to increased release force. Therefore, based on the available information the complaint was confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors for the reported failure to deploy. The IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding difficult anatomy the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent grafts that are cleared in the us.